Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04897. It was reported the pt was not receiving stimulation in the correct areas shortly after implant, and had unwanted stimulation in the back and stomach. The sjm representative met with the pt for reprogramming, but was unable to find a contact on the lead which would provide stimulation to the correct area. The physician planned to revise the lead, however, during the procedure the physician identified there were seromas which had developed at the device sites. The physician explanted the entire scs system.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.